Manufacturer narrative:
Cartridge complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an unknown number of cartridges that were splitting. There is no reported patient injuries. Additional information was requested.